Event description:
Information was received that once the rod was removed there appeared to be some movement in the rod which may be due to the force used during the removal procedure. An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found the rod exerted no force during testing. Additionally, upon disassembly the components were discovered to be covered in rust-colored debris and the o-ring seal was severely damaged. No additional information is available.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information provided.